Event description:
A discordant, falsely low (B)(6) result was obtained on a patient sample on the immulite 2000 xpi instrument. The initial result was reported to the physician, who questioned the result. Upon retest with elisa, the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer was not dispatched to the customer site because the customer declined service. The customer stated that there had not been any problems with controls or other patient samples, and believed the issue was sample-specific. The cause of the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of this device is required.